Event description:
It was reported that during lap cholecystectomy the hand piece malfunctioned and displayed an error code 3. The procedure was completed by electrocautery. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally it was found that the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. Further more it was found that the handpiece no longer meets the specifications for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the mfg process.